Manufacturer narrative:
Additional information to include from facility name: (B)(6)/ (B)(6) medical center. Phone number: (B)(6). Concomitant medical products: wire (v18) and balloon catheter (shidenhp, kaneka). During a percutaneous transluminal angioplasty (pta), a 25mm x 15cm saber rapid exchange (rx) 150 pta balloon catheter was attempted to inflate the lesion; however, it ruptured at approximately five atmospheres (atm). There was no reported patient injury. The lesion was the left anterior tibial artery and an ipsilateral antegrade approach was made from the left femoral artery. The saber rx pta balloon catheter was hit by calcification when it ruptured. It was then replaced with a non-cordis pta balloon catheter and the procedure was completed. An unknown guidewire was used as a delivery wire. The patient had no infectious disease. The product was not returned for analysis as it was discarded in the hospital. A product history record (phr) review of lot 17661288 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of calcification likely contributed to the reported event as stated in the event description. However, with the limited amount of information available and without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
During a percutaneous transluminal angioplasty (pta), a 25mm x 15cm saber rapid exchange (rx) 150 pta balloon catheter was attempted to inflate the lesion however it ruptured at approximately 5 atmospheres (atm). There was no reported patient injury. The saber rx pta balloon cath was hit by a calcification when it ruptured. It was then replaced with a non-cordis pta balloon cath and the procedure was completed. An unknown guidewire (v18) was used as a delivery wire. The lesion was the left anterior tibial artery and an ipsilateral antegrade approach was made from the left femoral artery. The patient had no infectious disease. However, the device will not be returned for evaluation as it was already discarded in the hospital.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta), a 25mm x 15cm saber rapid exchange (rx) 150 pta balloon catheter was attempted to inflate the lesion; however, it ruptured at approximately five atmospheres (atm). There was no reported patient injury. The lesion was the left anterior tibial artery and an ipsilateral antegrade approach was made from the left femoral artery. The saber rx pta balloon catheter was hit by calcification when it ruptured. It was then replaced with a non-cordis pta balloon catheter and the procedure was completed. An unknown guidewire was used as a delivery wire. The patient had no infectious disease. The product was not returned for analysis as it was discarded in the hospital. A product history record (phr) review of lot 17661288 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of calcification likely contributed to the reported event as stated in the event description. However, with the limited amount of information available and without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least (B)(4) of the balloons (with a (B)(4) confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.